Event description:
It was reported that malfunction 199 appeared in tandem source, and technical support explained that this indicated pump malfunction with code malf 12 related to momentary power loss to vibrator motor, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump, reloaded cartridge, restarted sensor session, and since malfunction did not recur, customer was advised to continue using pump and to call back if malfunction appeared again, which customer acknowledged and understood.